Manufacturer narrative:
H3: a hardware analysis of casepart(B)(4) was initiated to determine the probable cause of the issue. Analysis was unable to confirm reported complaint. The system initialized. Motion, generator, communication and charging were successful. 2d and 3d images were acquired with no issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the atp console was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. They installed the atp console into a known working system. The system initialized. Run rad gain and run fluoro gain calibration failed. No 3d and 2d images failed. Defective atp console. Eval code method 10 is associated with this analysis eval code result 120 is associated with this analysis eval code conclusion 4307 is associated with this analysis the system control board was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was not confirmed. The installed the control board into a known working system and the system initialized. Motion, generator, communication and charging readied. Motion calibration, run rad gain and run fluoro gain calibration passed. 2d and 3d images were acquired successfully. No failure found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi30000145, serial/lot #: (B)(4). Product ID: bi71000579, serial/lot #: (B)(4). Product ID: bi31000129, serial/lot #: (B)(4). Product ID: bi71000487, serial/lot #: (B)(4). UDI#: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the work stations in the tech service console were lost. The atp board was replaced and the system functions within specification. The imaging system then passed the system checkout and was found to be fully functional. The ht controller pcb was returned unused. The system control board, atp console and cpu fluoro were returned and are currently under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the system was stuck in initializing and would continue to beep upon boot up. It was also noted that the generator as well would not boot up either. The site had another imaging device to there was no delay to the case. There was no patient present when this issue was identified.